Event description:
It was reported that, when performing a total knee replacement, a legion ps high flex xlpe size 1-2 11mm would not successfully engage into the baseplate at the time of implantation. Surgery was resumed with a smaller size insert after technology processes, because a back-up insert of the same size was not available. This event increased the operative difficulty and extended duration by more than 30 minutes. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: the associated device was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned device has damage along the base, more than likely from attempted insertion. A dimensional inspection was attempted, but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there was a prior action related to this device and failure mode; the action concluded that the device in question was within conformance. The contribution of the device to the reported event could not be corroborated. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned device has damage along the base, more than likely from attempted insertion. A dimensional inspection was attempted, but the device was too damaged from the attempted insertion to obtain accurate measurements. The clinical/medical investigation concluded that, based on the information provided, the root cause of the issue cannot be definitively determined. Further, with the lack of information, it cannot be concluded that the reported issue was caused by a mal function of the components. Patient impact: the patient's current condition is unknown. It was reported that issue did not cause or contribute to any harm to the patient, except for the additional time (greater than 30 minutes) in surgery. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there was a prior action related to this device and failure mode; the action concluded that the device in question was within conformance. The contribution of the device to the reported event could not be corroborated. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.